Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through the follow-up, we only received a operative report. The device was not returned for evaluation. It is unknown if the device remains in the patient. A device history record review is currently in process.

Event description:
It was reported that the patient has expired. The implant duration was less than a month. The cause of death remains unknown. It is also unknown if the death was device related. Patient previously had another valve explanted about ten years ago (reported on a quarterly asr). In the operative report of the procedure occurring one day prior to the patient's death, it was noted: that the patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. No further details regarding the patient's death were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.